Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('remains of essure in uterus'), device dislocation ('essure migration to colon / essure migration to left hypochondrium'), pelvic pain ('pelvic pain') and perforation ('organ perforation') in a 41-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included candidiasis nos. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria hospitalization and intervention required), perforation (seriousness criteria medically significant and intervention required), allergy to metals ("allergic reaction / sensible to nickel sulfate"), menorrhagia ("prolonged periods (26-30 days)"), menstrual disorder ("dark menstrual bleeding"), abdominal pain ("abdominal pain"), prurigo ("pruriginous lesions in right lumbar after salpingectomy"), erythema ("erythematous lesions in right lumbar after salpingectomy"), swelling ("swelling in the right side of the body"), candida infection ("persistent candidiasis"), ureaplasma infection ("ureaplasma"), anxiety ("anxiety") and depression ("depression"). The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019. The patient was treated with surgery (laparoscopic total hysterectomy with left oophorectomy on (B)(6) 2019, right tube salpingectomy in (B)(6) 2015 and vaginal intervention to remove essure remains in (B)(6) 2016 and 2018). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, pelvic pain, perforation, allergy to metals, menorrhagia, menstrual disorder, abdominal pain, prurigo, erythema, swelling, candida infection, ureaplasma infection, anxiety and depression outcome was unknown and the device dislocation had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, candida infection, depression, device breakage, device dislocation, erythema, menorrhagia, menstrual disorder, pelvic pain, perforation, prurigo, swelling and ureaplasma infection to be related to essure. The reporter commented: in (B)(6) 2015 right tube salpingectomy but in (B)(6) 2016 vaginal intervention as the patient had remains of essure. In (B)(6) 2017 colonoscopy. In (B)(6) 2017, she underwent for the fourth time a procedure and psychiatric care. In (B)(6) 2018, she went to emergency room several times due to pelvic pain resistant to medication. In (B)(6) 2018 two more computerized tomography imaging, remains of essure in uterus, which are removed via vaginal. On (B)(6) 2018 contrast showed a linear image compatible with essure migration in left hypochondrium. On (B)(6) 2019, laparoscopic total hysterectomy with left oophorectomy and extraction of metallic body compatible with essure. Discharged on (B)(6) 2019 in satisfactory conditions. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2018: nickel sensitivity. Computerised tomogram abdomen - in (B)(6) 2018: two cts showed remains of essure in uterus. Magnetic resonance imaging - on (B)(6) 2018: lineal image with metallic density compatible with essure migration in left hypochondrium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: updated quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('remains of essure in uterus'), device dislocation ('essure migration to colon / essure migration to left hypochondrium'), pelvic pain ('pelvic pain') and perforation ('organ perforation') in a 41-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included candidiasis nos. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria hospitalization and intervention required), perforation (seriousness criteria medically significant and intervention required), allergy to metals ("allergic reaction / sensible to nickel sulfate"), menorrhagia ("prolonged periods (26-30 days)"), menstrual disorder ("dark menstrual bleeding"), abdominal pain ("abdominal pain"), prurigo ("pruriginous lesions in right lumbar after salpingectomy"), erythema ("erythematous lesions in right lumbar after salpingectomy"), swelling ("swelling in the right side of the body"), candida infection ("persistent candidiasis / recurrent candidiasis"), ureaplasma infection ("ureaplasma"), anxiety ("anxiety") and depression ("depression"). The patient was hospitalized from (B)(6) 2019. The patient was treated with surgery (laparoscopic total hysterectomy with left oophorectomy on (B)(6) 2019, right tube salpingectomy in (B)(6) 2015 and vaginal intervention to remove essure remains in (B)(6) 2016 and 2018). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, pelvic pain, perforation, allergy to metals, menorrhagia, menstrual disorder, abdominal pain, prurigo, erythema, swelling, candida infection, ureaplasma infection, anxiety and depression outcome was unknown and the device dislocation had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, candida infection, depression, device breakage, device dislocation, erythema, menorrhagia, menstrual disorder, pelvic pain, perforation, prurigo, swelling and ureaplasma infection to be related to essure. The reporter commented: in (B)(6) 2015 right tube salpingectomy but in (B)(6) 2016 vaginal intervention as the patient had remains of essure. In (B)(6) 2017 colonoscopy. In (B)(6) 2017, she underwent for the fourth time a procedure and psychiatric care. In (B)(6) 2018, she went to emergency room several times due to pelvic pain resistant to medication. In (B)(6) 2018 two more computerized tomography imaging, remains of essure in uterus, which are removed via vaginal. On (B)(6) 2018 contrast showed a linear image compatible with essure migration in left hypochondrium. On (B)(6) 2019, laparoscopic total hysterectomy with left oophorectomy and extraction of metallic body compatible with essure. Discharged on (B)(6) 2019 in satisfactory conditions. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on v2018: nickel sensitivity. Computerised tomogram abdomen - in (B)(6) 2018: two cts showed remains of essure in uterus. Magnetic resonance imaging - on (B)(6) 2018: lineal image with metallic density compatible with essure migration in left hypochondrium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jan-2021: consumer full name was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('remains of essure in uterus'), device dislocation ('essure migration to colon / essure migration to left hypochondrium'), pelvic pain ('pelvic pain') and perforation ('organ perforation') in a 41-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included candidiasis. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria hospitalization and intervention required), perforation (seriousness criteria medically significant and intervention required), allergy to metals ("allergic reaction / sensible to nickel sulfate"), menorrhagia ("prolonged periods (26-30 days)"), menstrual disorder ("dark menstrual bleeding"), abdominal pain ("abdominal pain"), prurigo ("pruriginous lesions in right lumbar after salpingectomy"), erythema ("erythematous lesions in right lumbar after salpingectomy"), swelling ("swelling in the right side of the body"), candida infection ("persistent candidiasis"), ureaplasma infection ("ureaplasma"), anxiety ("anxiety") and depression ("depression"). The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019. The patient was treated with surgery (laparoscopic total hysterectomy with left oophorectomy on (B)(6) 2019 and right tube salpingectomy in (B)(6) 2015) and vaginal intervention to remove essure remains in (B)(6) 2016 and 2018. Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, pelvic pain, perforation, allergy to metals, menorrhagia, menstrual disorder, abdominal pain, prurigo, erythema, swelling, candida infection, ureaplasma infection, anxiety and depression outcome was unknown and the device dislocation had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, candida infection, depression, device breakage, device dislocation, erythema, menorrhagia, menstrual disorder, pelvic pain, perforation, prurigo, swelling and ureaplasma infection to be related to essure. The reporter commented: in (B)(6) 2015 right tube salpingectomy but in (B)(6) 2016 vaginal intervention as the patient had remains of essure. In (B)(6) 2017 colonoscopy. In (B)(6) 2017, she underwent for the fourth time a procedure and psychiatric care. In (B)(6) 2018, she went to emergency room several times due to pelvic pain resistant to medication. In (B)(6) 2018 two more computerized tomography imaging, remains of essure in uterus, which are removed via vaginal. On (B)(6) 2018 contrast showed a linear image compatible with essure migration in left hypochondrium. On (B)(6) 2019, laparoscopic total hysterectomy with left oophorectomy and extraction of metallic body compatible with essure. Discharged on (B)(6) 2019 in satisfactory conditions. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2018: nickel sensitivity. Computerised tomogram abdomen - in (B)(6) 2018: two CT showed remains of essure in uterus. Magnetic resonance imaging - on (B)(6) 2018: lineal image with metallic density compatible with essure migration in left hypochondrium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), perforation ('organ perforation'), device dislocation ('essure migration to colon/essure migration on left hypochondruim') and device breakage ('remains of essure in uterus') in a (B)(6) female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included candidiasis. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), swelling ("swelling in the right side of the body"), allergy to metals ("alergic reaction/sensible to nickel sulfate"), candida infection ("persistent candidiasis"), ureaplasma infection ("ureaplasma"), anxiety ("anxiety"), depression ("depression"), menorrhagia ("prolonged periods (26-30 days)"), menstrual disorder ("dark menstrual bleeding"), abdominal pain ("abdominal pain"), prurigo ("pruriginous lesions in right lumbar after salpingectomy") and erythema ("erythematous lesions in right lumbar after salpingectomy"). The patient was treated with surgery (right tube salpingectomy in (B)(6) 2015 and total hysterectomy with removal of left ovary on (B)(6) 2019) and vaginal intervention to remove essure. At the time of the report, the pelvic pain, device dislocation, device breakage, swelling and abdominal pain had not resolved and the perforation, allergy to metals, candida infection, ureaplasma infection, anxiety, depression, menorrhagia, menstrual disorder, prurigo and erythema outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, candida infection, depression, device breakage, device dislocation, erythema, menorrhagia, menstrual disorder, pelvic pain, perforation, prurigo, swelling and ureaplasma infection to be related to essure. The reporter commented: a vaginal intervention was performed in (B)(6) 2016; in (B)(6) 2017, the patient was sent to digestive with a colonoscopy. In (B)(6) 2017, she underwent for the fourth time a procedure and psychiatric care. In (B)(6) 2018, the patient went to emergency room several times due to pelvic pain. Essure was not fully removed. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging on (B)(6) 2018: lineal image with metallic density compatible with essure migration in left hypochondrium. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.